Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked to describe and provide the results of any diagnostics/troubleshooting performed related to being hit in the back and whether the implant was affected: patient stated yes, the implant was impacted by the hit to the back. Patient went to the urologist and the battery was dead and so the poor communication was not resolved. Patient's former doctor is no longer in practice, so patient saw a new urologist on 3/5/2020. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she was hit in the back, felt pain and a shocking sensation. Patient states since then she feel intermittent electrical shocks and muscle spasms. Patient thinks she turned stim off, and that after turning stim off the spasms slowly reduced except for going crazy between 4-6 am on (B)(6) 2020. Patient states after that the spasms and shocking are completely gone but she still feels stim. Patient states since turning ins off her bladder symptoms have been bad. The patient was unable to connect to ins with the programmer during call , had poor communication with and without the antenna attached so a replacement programmer was sent. On (B)(6) 2020 the patient states that she received the replacement programmer, but is still having the same issues; poor communication. Patient services reviewed information and redirected the patient to their doctor to check ins status. Patient wants to know that if this means her ins has depleted and if it has she wants to know if she can leave the ins in her body until she can afford replacement. A physician listing was sent. No further complications were reported or are anticipated.